Event description:
During an endoscopic procedure to band esophageal varices, the physician used a cook endoscopy six shooter saeed multi-band ligator. During removal of the endoscope after ligation was completed, the barrel of the device detached into the patient's oesophagus and was retrieved using biopsy forceps. An injury to the patent was not reported.